Manufacturer narrative:
In chapter g4 the 510(k) number was updated.

Event description:
It was reported the patient received the following results within 15 minutes: hi (= higher than the measurement range of the meter) (system 1) and 101 mg/dl (system 2).